Event description:
Customer reported (B) (6) discrepancy. The hospital obtained (B) (6) results on the pos combo 6.1b panel and (B) (6) results when tested against other test methods also performed for the clinical isolate. It is not known if the results were reported to the physician or if treatment was delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: other tests performed by the lab gave different results. Conclusions: product is within performance claims. The cause of the (B) (6) results is unk.